Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced which resolved the issue.

Event description:
It was reported, the patient's ipg is unable to communicate with the changer. The patient stated, she had stopped using the system for about 3 weeks due to an unrelated medical issue and the ipg may have been low when she turned it off. An sjm representative confirmed loss of communication. An x-ray was taken and showed no anomalies. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.